Manufacturer narrative:
Secondary intervention. Revival attempt - evaluation results: (death), device kinked during procedure. Conclusions: balloon deflation difficulties during 2nd use of the device.

Event description:
A 4.0 mm diameter x 12 mm length nc sprinter rx balloon dilation catheter system was inserted for the post-dilation of a non-calcified lesion, at the end of a procedure. An attempt was made inflate the nc sprinter rx device. Following inflation, the physician noticed a reduction in pressure on the inflation device and suspected a potential tear in the balloon. The physician then immediately attempted to deflate the inflation device. It is reported that after a latent period, the physician was able to deflate the balloon. It is reported that the physician encountered resistance in removing the balloon from the left main. Therefore, the physician had to pull out the guiding catheter, the wire and the nc sprinter rx balloon. Following removal of the nc sprinter rx device, inspection showed thrombotic occlusion of the left main causing cardiac arrest. It is reported that a revival attempt failed and the pt expired. The nc sprinter rx balloon dilation catheter and procedural cd images were returned for evaluation. Evaluation of the nc sprinter rx device showed that there was a kink noted just distal to the strain relief on the hypotube. During inflation attempts, the hypotube came away from the luer at the kink site. The detached ends of the hypotube appeared oval in nature, indicating that the shaft had been kinked prior to breaking. The deflated balloon was inspected with no damage noted. A touhy borst was attached to the break point on the shaft. The device was successfully inflated to nominal pressure, and the balloon held pressure with no evidence of a leak or burst site on the balloon. Following review of the cd images, the balloon inflation difficulties were confirmed. Images of the inflated device showed the presence of air in the balloon, and they also showed that difficulties were encountered as the contrast was ebbing in and out of the balloon. This most likely occurred due to air being mixed with contrast at the break point on the hypotube. The deflation difficulties experienced would have occurred as it was not possible to pull a complete vacuum as a result of the hypotube break. The cine images were provided to an external clinical expert for review. The external clinical expert has confirmed that post removal of the nc sprinter balloon that a thrombus appeared to have occurred, and there was poor flow in the distal vessel. Communication for the field confirmed that the nc sprinter rx device has been successfully inflated to 12/14 atms previously and deflated with no issues noted. This indicates that the kinking and the break in the hypotube occurred after the initial successful use of the device. Manufacturing controls are in place for the visual inspection of each device for kinks and for leak testing of each device to ensure that there are no kinks and leak points on the catheter on release from the manufacturing facility. The nc sprinter rx instructions for use (IFU) indicates that prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the procedure for which it is to be used. If the device is kinked, it should not be used. Care should be taken not to apply excessive force during preparation or use, as this may damage the device. The IFU also states that the device should be inspected post removal. There is no identified inadequacy with the nc sprinter rx IFU in relation to the reported events. Based on a review of the cine images and the results of the device investigation, it appears most likely that removal difficulties were encountered with the device. The balloon inflation and deflation difficulties were most likely caused by the break in the hypotube shaft which would have resulted in air being introduced into the system and also making it impossible to pull a complete vacuum to facilitate balloon deflation. The device has not been identified as the root cause of the issue. The root cause of the issue was most likely due to user handling of the device post the initial successful use and prior to or during the re-insertion of the device. The hypotube was kinked under the strain relief, and the hypotube broke at the kink point resulting in the procedural difficulties.